Event description:
The patient tested blood glucose with the suspect device and it was 158mg/dl. Pt took 6 units of regular insulin. Pt tested blood glucose 4 hours later on another suspect device and it was 78 mg/dl. Pt took 2 units of "long acting insulin". Pt later passed out. Pt husband gave pt glucose tablets and orange juice.